Event description:
Based on info reported to davol: on (B)(6) 2012, it was alleged that during a knee revision procedure, while irrigating with the simpulse, the plastic tip was not glued on and came off during irrigation and went into the femoral canal. The surgeon noted the fragment in the pt before the cementing process, performed following irrigation, and was able to retrieve the fragment from the pt and finish the procedure.

Manufacturer narrative:
The hosp contact confirmed that the piece was removed without issue and there was no adverse pt outcome as a result of this situation. The device was not returned for evaluation and at this time it cannot be determined how the tip came free. With the currently available info, no conclusion can be drawn.